Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient¿s mother stated on (B)(6) 2020, they noticed a skin reaction with an infection. The site initially had a 3 cm knot with pus when the sensor was removed. At the time of the report the knot had shrunk to 1.5 cm. He saw his physician the same day and was prescribed keflex. No additional patient or event information is available.